Event description:
It was reported that the patient was admitted to the hospital due to seizure like symptoms. It was indicated that the patient continues to experience episodes with the stimulation turned off. Despite good faith efforts, boston scientific has been unable to obtain information regarding any additional medical intervention performed. Boston scientific subsequently received information of a follow up visit with the patient that revealed the leads had not moved, all impedances were clear, and they were able to establish that when the patient has flare ups she arches her back which causes postural changes, and her stimulation feels stronger. The boston scientific representative explained this to the patient and she agreed this was the cause of the surging like symptoms when she is having seizure like episodes. The patient remains on the program that has given her 80 percent relief and the ability to walk substantially longer.

Event description:
It was reported that the patient was admitted to the hospital due to seizure like symptoms. It was indicated that the patient continues to experience episodes with the stimulation turned off. Despite good faith efforts, boston scientific has been unable to obtain information regarding any additional medical intervention performed.